Event description:
Reference MFR. Report number: 1627487-2019-06998, 1627487-2019-06999, 1627487-2019-07000, 1627487-2019-07002, 1627487-2019-07003. It was reported that patient experienced ineffective stimulation. As a result, the entire system was explanted. No reps were present during the procedure.